Event description:
It was reported that the device was oversensing and egm noise was seen when the device was placed in the pocket at implant. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.